Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that both output connectors were broken and the hanger was broken. It was also noted that four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ports on the external pulse generator (epg) that connect the atrial and ventricular cords are cracked and the cords will not stay in place. Also the plastic hanger on the back of the device is broken and missing. The epg was returned for service. There was no patient involvement.